Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a new implantable cardioverter-defibrillator (ICD) system was implanted. Post-procedure, while the patient was still on the table, the right ventricular (rv) lead was found within range. At day 1 post-op checkup, the rv lead was noted with high, out-of-range impedance. The patient was brought in for revision procedure on (B)(6) 2020. The set screw was found loose at revision. The set screw was tightened and all measurements were appropriate. The rv lead and ICD remained implanted. The patient was stable.